Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced product performance issues related to inflation. A surgical procedure was performed, air was inside the pump and fluid loss were noted; however, its source was not confirmed. The existing cylinders and pump were removed, the reservoir was left implanted; a new entire ipp was implanted. No additional patient complications were reported.